Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions with inappropriate mode switch episodes due to oversensing exhibited on the atrial lead. Programming changes were made during an in-clinic follow up. The patient remained stable during and after changes.